Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.

Event description:
The customer reported that the system's fluoroscopy did not work anymore. There is no report of injury.